Event description:
The customer reported that an 840 ventilator stopped cycling. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to inspect the inspiratory module to isolate the problem. Covidien was not authorized to service the device.